Manufacturer narrative:
Results: there was no visible damage. The penumbra smart coil detachment handle''s (handle¿s) nose cone inner diameter (ID) was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the handle was functional. The handle was tested using the handle fixture and was found to be within specification. Therefore, the handle was functional. The ID of the handle¿s nose cone was measured and found to be within specification. The smart coil mentioned in the complaint was not returned for evaluation. The root cause of the smart coil not detaching during use with the handle could not be determined. All penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a penumbra smart coil detachment handle (handle). During the procedure, the physician placed four coils from another manufacturer into the mca and then attempted to deploy and detach a smart coil. After deploying the smart coil into the target vessel, the physician attempted to detach the coil using the handle. However, the smart coil failed to detach using the handle. The physician confirmed that the pet lock on the smart coil pusher assembly was not separated and made three attempts to detach the coil but was unsuccessful. Therefore, the physician exchanged the handle for a new handle and was able to complete the procedure by detaching the same smart coil using the new handle without any further issues. There was no report of an adverse effect to the patient.